Manufacturer narrative:
The investigation into high purge pressure has been completed. The pump was not returned for investigation. Data logs showed a 15-minute gradual rise in purge pressure, with an active high purge pressure alarm for about five hours. The trend gradually returned to normal after eight hours. As per the clinician, tissue plasminogen activator was administered to resolve the high purge pressure. The cause of the high purge pressure issue was most likely biomaterial, based on data log review and provided clinical details. B.7 information was inadvertently omitted from the initial manufacturer device report 1220648-2024-22912 and was added. G.1 revised reporting contact email since initial manufacturer device report 1220648-2024-22912 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore. An evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 40-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, there was a high purge pressure issue. Tissue plasminogen activator was ran through the purge. The pump was succesfully weaned and the patient survived the explant.